Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a normal device check. Upon interrogation of the device, lead noise was noted on the egms. The noise was not reproducible via isometrics. Programming changes and possible lead revision was discussed with the physician. No further information is available.